Event description:
It was reported that the measured data could not be obtained and a -data not read- message appeared for battery data. In 2009, battery data was 2.56 v, 13 ua, 21.5 kohms with an estimated remaining longevity of less than three months to elective replacement indicator. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na